Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The reported patient effect of tissue damage is known inherent risks of the procedure and the subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number. Mw5090889.

Event description:
User facility medwatch (# mw5090889) received that states: after performing atrial fibrillation ablation while deploying perclose, physician was unable to obtain hemostasis of right femoral artery. Physician attempted to use two perclose without success. Emergent transfer to cvor [cardiovascular operating room] for vascular repair and a tear to right femoral artery was found.